Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead exhibited intermittent noise resulting in automatic mode switches. The lead measurements were stable and in range. The patient did not experience any symptoms, no changes were made to programming. The lead would continue to be monitored.